Event description:
The mother of the home patient (hp) contacted a global technical service representative (gtsr) and reported the hp has peritonitis using the homechoice system for apd therapy. The issue was reviewed over the phone with the gtsr, which revealed the hp had disconnected from the homechoice system earlier in the day and went to the hospital. The gtsr verbally assisted the caller to end therapy on the homechoice system, remove the disposable setup and discard it. The caller indicated she would be taking the hp's homechoice cycler with her to the hospital. The home patient's nurse stated that the home patient presented to the emergency room with abdominal pain and cloudy effluent in 2006, at which time he was admitted for peritonitis. The patient was hospitalized four days. Effluent culture was taken and revealed klebsiella pneumoniae. Additional laboratory data is unknown due to hospitalization. The patient was treated with cefedine, intraperitoneal (ip), tobramycin, ip for 3 treatments and levaquin 250mg orally, for 10 days. Additional treatment information is unknown due to hospitalization. The nurse stated that the home patient has recovered from the peritonitis, however, the exit site has an exposed cuff which is red and is not clearing. It is not believed to be an exit site infection. There is no known break in aseptic technique, nor does the patient reuse his supplies. The patient had been previously diagnosed with peritonitis in march 2006, however, no information was available. The nurse stated that the root cause of the peritonitis was that the patient experienced a separation of the patient line of the homechoice machine from the transfer set for an unknown reason. The patient did not reconnect to the set-up. Medical history revealed that the end stage renal disease is secondary to hypertension.